Event description:
It was reported via repair work order that the brakes disengaged during use. The customer reported that the patient received a slight abrasion to their arm which required a tegderm bandage. Addtionally, one x-ray technician strained their back during the event and one x-ray technician split their lip. No medical intervention was required for either injury. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.